Event description:
Nurse released vacuum valve in preparation for removing silicone flat wound drain (j.p. Type) from abdominal wound. Nurse gently pulled on drain and it broke. Jagged edge in the clear, round area of drain. White part and hub were intact when removed surgically. Appears to have tissue beginning to granulate in holes of drain inside the wound.